Event description:
During an in clinic follow up, it was noted the device was unable to be interrogated using inductive telemetry when the patient was lying in a hospital bed. The patient was moved to a chair and interrogation was possible. Technical support was contacted and suspected some type of interference from the hospital bed. The patient was stable and will continue to be monitored.